Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was 392 mg/dl and experienced vomiting. The customer attempted to self-treat with a supply change and a correction bolus via the pump, but later went to the emergency room due to diabetic ketoacidosis, with high amounts of ketones which were identified as dangerous by healthcare provider. The customer was admitted to the ICU and was treated intravenously with fluids of saline and insulin. A systems check was performed with tandem technical support and the pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.